Event description:
It was reported that while preparing a replacement infusion site, the ilet user unintentionally detached the teflon infusion set from the needle, after which a new infusion set was applied, and insulin delivery was resumed. The issue was categorized as an infusion set and cartridge problem involving incorrect deployment, with troubleshooting and education completed and no alerts or alarms. No reported symptoms. Outcomes included restoration of insulin delivery after infusion set replacement with no hospitalization. Investigation included customer support troubleshooting and user education during the call. Investigation of this case revealed user handling error related to infusion set application consistent with known issues of incorrect infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.